Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had run out of insulin without any alert. Insulin pump was rejecting and draining new batteries and gave battery errors when replacing battery. Insulin pump made grinding and louder noise during rewind. Insulin pump also had unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.